Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. It should be noted that the vision instructions for use (IFU) states that applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during a heavily tortuous proximal left anterior descending (lad) artery stenting procedure, after pre-dilatation, the 2.75x28mm rx vision stent delivery system (sds) met resistance during advancement to the lesion. In an attempt to remove the sds, so that the lesion could be dilated again, the sds was pulled back to the guiding catheter, but per angiogram, could not be pulled into the guiding catheter because the tip of the guiding catheter was bunching. The sds, was then pulled with force, dislodging the stent. Unsuccessful attempts were made to snare the stent. The stent migrated into the proximal lad. A 3.0x20mm nc trek was taken to the dislodged stent, crushing it against the vessel wall. A 3.5x33mm xience prime was advanced to the lesion and deployed successfully, covering the lesion and the crushed stent. There was no adverse patient sequela and no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was pulled with force in an attempt to pull it into the guiding catheter.the customer reported the device was discarded. A follow-up report will be submitted with all additional relevant information.